Event description:
A report was received that the patient was having frequent ipg charging. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient will undergo a revision procedure wherein the ipg will be replaced.

Event description:
A report was received that the patient was having frequent ipg charging. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action to be taken at this time.

Event description:
A report was received that the patient was having frequent ipg charging. The patient will undergo a revision procedure.